Manufacturer narrative:
The analysis revealed one of the jaw clip track shelves was dented into the clip track causing clips to stall during advancement.

Event description:
The device was used during a gallbladder procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.